Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual, dimensional and functional inspections were performed on the returned device. The irregular appearance of the balloon marker was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a concentric, de novo lesion with no tortuosity, no calcification and 90% stenosis in the distal circumflex coronary artery. On angiography, the xience alpine stent delivery system (sds) seemed to have the balloon markers not located at the appropriate positions on the innermember. The balloon markers seemed to be located inside the stent edges and balloon shoulders; the stent implant did not move or dislocate. Due to the marker issue, difficulty was experienced positioning the stent; however, the stent was deployed at the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was reported.